Manufacturer narrative:
Date of event: date of event is unknown. Serial #, lot #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that the patient had an endometrial ablation procedure and was discharged home without incident. Ten days post-procedure, the patient presented to the emergency department with abdominal pain. A CT-scan demonstrated intraperitoneal air and she had a wbc of 18.9. She was taken to the operating room for a laparoscopy where a thermal injury of the uterine wall was noted. Additionally there was a small bowel perforation associated with thermal changes. The uterine injury was described as a single, circumferential blanched area of serosa on the anterior fundal wall, 1.5cms in diameter, with a central focus of necrosis. A primary bowel anastomosis was performed, and the patient is recovering well.